Event description:
Pt implanted in nasolabial and oral commissures on 1/19/98. Onset of implant extrusion and abscess 4/20/98. Augmentin prescribed 4/21/98 and bactroban on 4/27/98. Implant explanted 4/27/98.